Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were trying to get someone to reset their device. The patient stated they had tried to reset but couldn¿t and the device had been off and on for about two months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in pain and that it started 3-4 days ago. It was noted that the patient also had high blood pressure and tbi with memory issues. The patient had an appointment for (B)(6) 2018. No further complications were reported/anticipated. Additional information received from the patient reported that their ins depleted sometime in the past and that a rep had to reset it. The patient stated that their ins charge does not last long and that they cannot get the battery to stay on. It was noted that this issue started around 6 months ago. No further complications were reported.